Event description:
The customer reported to olympus, the ceramic tip of the inner sheath was missing. As per the customer, the tip was chipped during cleaning. The device was inspected before use. The intended procedure was completed. There was no patient impact.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation ¿tip was missing¿. The ceramic tip broke off. Additionally, it was noted that the seal rubber had discoloration. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the ceramic beak on the sheath was caused by one of the following; a thermal/mechanically induced impact, wear and tear, improper handling, and/or a mechanical overload (such as a fall, shock, or similar stress). It was also noted that it cannot be determined with certainty, whether the resection sheath had been previously damaged or if damage on the ceramic insulating insert was caused during the last reprocessing or last usage. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: "¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.